Event description:
The customer alleged that she performed a control test using her contour system and received a result of 200 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The customer declined to performed additional control tests during the call. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.